Event description:
The customer reported a green fluid leaked into the collection tray of the beckman coulter - coulter lh 750 slidemaker and onto the right side of the counter. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds. The facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) was dispatched and found the I-beam tubing through pv 20 cut and leaking blood, diluent and clenz. Pv20 tubing is used for backwashing the sample reservoir lines leading to the slidemaker. The sample reservoir lines carry patient blood and diluent during operation and cleaning agent at shutdown. The fse replaced the tubing, which resolved the leak. Service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications and the system validation was documented in customer qc record.

Manufacturer narrative:
The cause of the leak was a cut tubing. (B)(4).